Event description:
Driver tip broke off inside the implant. The tip was retrieved with a grasper after cutting down the implant. The graft had to be redone and re-inserted with a new implant. Although the procedure was delayed 40 minutes, no adverse consequences with the patient were reported as a result of event. This device is used for treatment.